Manufacturer narrative:
Initial investigation did determine that this technical problem may result in an adverse event situation and under certain circumstance this kind of problem may impact the operation of the system. The xray tube cooling device was exchanged and no additional problems have been reported. Additionally, a field corrective action will be initiated to removed the biological material in the cooling device in affected systems. The corrective action will reduce the probability of occurrence of technical problems and eliminate the root cause of this issue. This event occurred in (B)(6).

Event description:
It was reported to siemens that during a service event, a leakage in the tube cooling device was identified. The leakage did not lead to a system malfunction and there was no patient involvement at the time of the event.